Event description:
It was reported that the patient's implantable neurostimulator (ins) was in simple mode and was showing that the voltage level was changing. The patient had gone from 3.09 volts to 3.30 volts and then to 3.06 volts. No adjustments had been made since the device was replaced on (B)(6) 2012. Measurements were done of the previous ins and the voltage rate never changed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 748240, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 7426, serial# (B)(4), implanted: (B)(6) 2008. Product type: implantable neurostimulator: product ID 37602, serial# unknown. Product type: implantable neurostimulator: product ID 3389-40, lot# j0444320v, implanted: (B)(6) 2005. Product type: lead. (B)(4).